Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient's ipg would not hold a charge. It was also noted that the patient was experiencing irritation in the pocket site due to weight loss. The patient underwent a revision procedure wherein the ipg was replaced with a non rechargeable ipg and will not be returned. The patient was doing well postoperatively.